Manufacturer narrative:
Manufacturing review: DHR review is not available because the corporate lot number is unknown. Investigation summary: the device returned was one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter segment attached. The catheter was broken just distal to the distal end of cath-lock. Visual and microscopic evaluations were performed of the physical sample. The fracture surface of the split has smooth, rounded sections and peeled/granular sections, oval orifices, which is consistent with flexural fatigue. Therefore, the investigation is unconfirmed for (B)(4) - subq leak/break/split w/ embo and confirmed for (B)(4) - flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion, redness was confirmed around the port site. Infusion was stopped and peripheral infusion was started. The indwelling of the device was not checked at that time. A CT scan confirmed that the catheter broke and a segment migrated into the pulmonary artery. The catheter and port body was removed successfully. Patient status is unknown.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that during infusion, redness was confirmed around the port site. Infusion was stopped and peripheral infusion was started. The indwelling of the device was not checked at that time. A CT scan confirmed that the catheter broke and a segment migrated into the pulmonary artery. The catheter and port body was removed successfully. Patient status is unknown.